Event description:
It was reported that the device would not turn on using ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the user interface flex cable assembly. After replacing the user interface flex cable, proper operation was confirmed and the device was returned to the customer.